Event description:
Information received indicates the head of the bed is drifting down.

Manufacturer narrative:
The technician inspected the bed and found no drift even when pressure was applied. He tested all functions and determined the bed is functioning properly.